Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a damaged instrument. The doctor was performing a transforaminal lumbar interbody fusion (tlif) procedure and went in for his discectomy; and as he was using the shaver he had bent it on what looked to be an osteophyte (bone spur). The surgery was completed. No adverse event was reported.